Event description:
It was reported the unit burned. Visual inspection of the unit revealed the lead wire had broken in one area, allowing a spark to contact to fabric foundation and causing a burn. We are unable to determine the cause of this incident.